Manufacturer narrative:
Event evaluation: this event is still under investigation.

Event description:
The physician was attempting to place a stent into a female pt in 2007, under fluoroscopy into the mesenteric artery. The physician noted, the stent was not lined up with the markers and as he was advancing down the sheath, it was hanging proximal toward the shaft. The doctor decided to remove it and place a second stent (same lot number). During attempted placement of the second stent, the stent had moved distally and was hanging off the balloon. The physician decided to deploy the stent. As the stent was deployed, it shot off the end distally, leaving an undesired placement. The physician then placed a self-expanding stent that overlapped the formula 418 stent. The stenosis was opened and the pt is fine after this procedure.